Manufacturer narrative:
This follow-up report has been created to correct type of report. In the initial MDR, "5-day" report was inadvertently checked. This follow-up report has been created to state that this is a 30 day MDR.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, digitex difficult to fire, the needle did not catch the suture properly so stopped using it and changed it for another digitex. After catching the suture by the needle of the gun through the ss ligament it was impossible to open the digitex gun. The needle was locked in the head of the arm. Tried to unlock it by using the handle and the lock/unlock button but nothing worked the doctor either had to cut the ligament or break the gun which was even more difficult. So he decided to cut part of the ligament. The handle of gun 1 and 2 does not operate smoothly. There is some resistance. When checking digitex number 3 of the box the handle also operates with friction.